Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the superior vena cava at 36.1 ¿ 36.6 cm and right ventricular cable lumens at 37.5 ¿ 38.1 cm distal to suture tie impression with intact inner coil lumen and etfe cable coating. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.